Event description:
During preventive maintenance a hill-rom tech discovered a loss of ground. No injury reported. Replaced the power cord to resolve the loss of ground issue. This bed is equipped with a ground loss indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the pt.